Event description:
Tenant (B)(6) has a hemodialysis -kidney implant and her constant sanitizing is making me sick. Also vibrations from her device perhaps she should be in a facility versus apartment. Testing her device is requested.